Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the damage of the electronic components related to power supply. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an inspection of the subject device before endoscopic retrograde cholangiopancreatography (ercp), the subject device did not power up. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.